Event description:
Device malfunction: resistance removing the device, vessel locator wings did not retract completely. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the common femoral artery after a coronary interventional procedure. Reportedly, after deploying the clip, the physician felt some resistance while removing the device. After device removal, it was noted that the vessel locator wings were not completely retracted. Hemostasis was achieved with the clip. There were no reported patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.